Event description:
It was reported that there was an elective replacement indicator (eri) message. The doctor was alleging an issue with the device because it reached eri recently, though the manufacturing representative (rep) was unsure exactly when. They performed longevity estimate: 1 1+ 1-, 330 usec, 60 hz, 6.5v; 2 1+ 1-, 330 usec, 60 hz, 6.8v; 24/7; roughly 7 months; no group impedance available. The rep reviewed that the implantable neurostimulator (ins) longevity was based on the parameters but the doctor was still pushing the rep to send the ins in for analysis. All impedances were within normal limits. The device was explanted and returned to the manufacturer for analysis. The sounded like normal battery depletion but the doctor wanted confirmation and wanted analysis to ensure nothing was wrong with the battery. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), found no significant anomalies. The battery had reached normal end of life (eol). The telemetry and output were okay. A longevity calculation was performed using the parameters returned on the paperwork: eri = 6.24 mos eos = 9.24 mos implant duration = 20.8 mos a longevity calculation was performed for each group using the parameters on the initial review taken off of the device when received for analysis. Each group calculation was within the implanted duration of the ins. Group b: eri = 8.96 mos, eos = 11.96 mos group c: eri = 7.78 mos, eos = 10.78 mos group d: eri = 12.78 mos, eos = 15.78 mos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.